Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The device was used with a sheath less than 5f. The electronic prostyle instructions for use (eifu), states: the perclose prostyle smcr system is indicated for access sites in the common femoral vein using 5f to 24f sheath. In this case, it is unknown if the IFU deviation would have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with three prostyle devices using the pre-close technique via a 4f sheath hole prior to an ablation interventional procedure. Reportedly, cuff misses [suture retrieval issues] occurred with all three devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 15f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date of event: date of procedure estimated. Medical device problem code 1494 - indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The 2 additional perclose devices with reported issues referenced in event are filed under separate medwatch report numbers.